Event description:
It was observed that during the device evaluation, the bronchofiberscope's coating on the insertion tube had peeled (>1mm2) and the adhesive part of the objective and light guide lenses had peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes include damage, deterioration, and wear and tear of the device components without any design or manufacturing defects. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.